Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was stated error 46221. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9: device returned on 27-nov-2024. One device was received for evaluation. Visual inspection found contamination at the bottom of the rear case and around the latch/lock area. Visual and functional tests were performed, and the reported issue was not duplicated. The probable cause of the reported issue was due to contamination. As a result, the rear case insulator was replaced, and the contamination was cleaned. Service history identified the complaint was not related to a previous service of the device within the review period.